Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to contact support if the issue reappears and acknowledged understanding of the instructions.